Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05sep2019. Failure analysis on the returned gas delivery system shows that the defective u1 on the air flow sensor pcba created the air and o2 flow accuracy test to fail. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During corrective maintenance, the manufacturer¿s international service technician reported the device failed the airflow accuracy test (pvt test 5) at the 0lpm setting. There was no patient involvement.